Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patient line became separated from the cartridge. Customer performed a cartridge change to resolve the issue. Customer¿s blood glucose level was approximately 150 mg/dl.